Event description:
Consumer advised chair was working fine but batteries were old in the chair and they took to a provider to have batteries replaced. She advised dealer was changing batteries and when they were taking them out she seen a spark and when the new batteries were installed the chair was not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.